Event description:
Patient reported that a lancet is protruding from the lancet drum. Patient did not indicate if the lancet drum had been used. No accidental puncture was reported. Technical support requested the return of the suspect product and replacement product was shipped.